Event description:
During routine rounds the catheter outer bag has condesation in it. Upon examinatioin it was noted that the catheter end section had dislodged. Upon radiological exam, the section was noted to be in the left bronchial, the infant was then sent for procedure to remove the section. The procedure was successful.